Event description:
It was reported that during the implant procedure, the lead showed high impedances and no stimulation though it looked good going in. They took the lead out and tried to replace it but high impedances were still seen. It was also noted that snap-lid used during the procedure was "snapping" and would stay turned on. Additional information was requested.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.